Manufacturer narrative:
Concomitant medical products: product ID: vedr01 ipg, implanted: (B)(6)2017. Product ID: evolutr-26-us valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The rv lead was inactivated and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.